Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician did not use the emergency procedure, however, he was able to retrieve the capsule.